Manufacturer narrative:
G2 report source: corrected. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. The balloon rupture likely occurred due to an interaction with balloon and the patient anatomy (90% stenosed, severely tortuous and severely calcified left anterior descending artery).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.00 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the initial inflation at 5 atm for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.00 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the initial inflation at 5 atm for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.